Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was attempted to be used in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported that during the index procedure, the balloon burst during the second touch up. The procedure was completed using another device. As per the physician the cause of the event cannot be determined. No additional clinical sequalae were provided and the patient is fine.